Event description:
Information was received from multiple sources (manufacturer representative, friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2022, the patient's family said that due to the poor postoperative effect, the internal battery had been explanted for the patient in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.